Event description:
The device was used during an unspecified procedure on sigmoid. Reportedly, the instrument was difficult to open and tissue was torn. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.